Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Visually inspected and verified the insert has water and vibration meets spec. The insert was tested on a digital thermometer gauge # 6116 due date: 07/31/19 the temperature is 91.06° degrees meets spec.specification states not to exceed 118.4° f. (Per frs-9175 rev. 9). Insert has a leak at the hp sealing o-ring area does not meet spec.

Event description:
While using a 30k fsi-pwr-100 insert, there was no water flow and the insert was running hot; no injury resulted.